Event description:
Nurse reported that she was unable to deflate the fms balloon. It was reported that this issue occured on the rectal vault.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It is reported that nurse was advised to cut the fms tubing to allow the fluid to drain from the balloon and then remove the fms device. It is reported that the nurse was able to accomplish the removal of the fms while on the phone with convatec rep, and experienced no difficulties as a result. Lastly, the product was disposed of; therefore the product was not available for testing evaluation. A replacement device has been sent and voice mail message has been left with case details. An evaluation request has been sent to the supplier on (B)(4)2013. There were no reports of a pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow- up report will be submitted. Reported to the FDA on december 24, 2013.